Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. On (B)(6) 2018, the patient presented with aortic insufficiency. On (B)(6) 2019, the device was explanted. Upon explant, calcification was observed resulting in breakage of a leaflet. The device was replaced with a 21mm trifecta gt valve. The patient remained hemodynamically stable perioperatively and after surgery. The patient didn't have chronic renal insufficiency or diabetes.

Manufacturer narrative:
The calcification seen at explant was confirmed. Leaflets 2 and 3 contained calcifications. All three leaflets were fibrotically thickened. Cusp 3 was torn. There was fibrous pannus ingrowth on the outflow surface of leaflet 2. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear, calcifications, and pannus could not be conclusively determined. Calcification is a known event associated with tissue heart valves.

Manufacturer narrative:
Additional information revealed the MDR for this event was previously reported under the incorrect MFR report number 3001883144 and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3001743903.